Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035. Sheath: cordis 6fr. Dilatation catheter: fox plus. A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination could be made as to the cause of the reported incident. A cuff-miss, or no suture present, can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. Review of the lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. There does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right mildly calcified common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure. Reportedly a cuff miss occurred. A second device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no clinical significant delay in the interventional procedure. A 6fr sheath was used. Though requested, no additional information was provided.